Manufacturer narrative:
Block h6: imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: investigation results the returned mantis clip device was analyzed, and a visual evaluation noted that the device was returned without the clip assembly attached, it returned deployed in an open state with one arm bent in a separate bag and with evidence of full deployment. Also, the locking tabs are opened, indicating that both activations were performed. No other problems with the device were noted. The reported event of clip premature deployment was confirmed. It is possible that the clip assembly in an open state, deployed from the catheter, with one arm bent and with the locking tabs opened, evidence of proper deployment. Most likely what caused the clip detachment was an attempt to grasp a large amount of tissue and apply a tangential load to the clip assembly. Probably the customer tried to grab a big amount of tissue, causing the yoke to open the locking tabs, but it was not able to activate its arms. Also, backing up the hypothesis of the load applied to the clip is the damage found on the clip arms. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a mantis clip device was used in the stomach during an endoscopic submucosal dissection (esd) procedure on (B)(6) 2024. During the procedure, after gastric esd, the first device was used without any issues. However, when attempting to use a second device, a fire was released even though the handle was not being held. As a result, the closure procedure was stopped since there were no alternative devices available. One device was not enough to achieve adequate closure, and a hemostatic clip could not be used as well. The actual device needs to be checked and the possible factors need to be reported. There were not patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a mantis clip device was used in the stomach during an endoscopic submucosal dissection (esd) procedure on (B)(6) 2024. During the procedure, after gastric esd, the first device was used without any issues. However, when attempting to use a second device, a fire was released even though the handle was not being held. As a result, the closure procedure was stopped since there were no alternative devices available. One device was not enough to achieve adequate closure, and a hemostatic clip could not be used as well. The actual device needs to be checked and the possible factors need to be reported. There were not patient complications reported as a result of this event.

Manufacturer narrative:
H6: imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.